Event description:
Per md no right rupture only left device ruptured this is the contralateral only.

Manufacturer narrative:
Updated b4 as this is contralateral not affected device.

Event description:
Suspected rupture.